Manufacturer narrative:
Patient information cannot be provided due to personal data privacy legislation/policy explant date: not applicable, as lens remains implanted. Initial reporter telephone number: (B)(6). The device is not returning for evaluation as, to date, it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported after inserting the intraocular lens (iol) into the patient's operative eye through the preloaded delivery platform, the surgeon noticed two (2) marks on the central part of the optics. The lens remains implanted. No surgical intervention was performed. No further information provided.